Event description:
It was reported that the customer received a button error alarm. It was also reported that the customer's insulin pump was frozen and the customer also received a failed battery test alarm. Customer's blood glucose level at the time 96mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery or failed battery test alarms were noted. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm or frozen display was noted. The insulin pump had a cracked case at a display window corner, minor scratches on the display window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.